Manufacturer narrative:
(B)(4). Batch # n90f84. The analysis results of the flr01 found that it was received with the retractor torn. In addition, the tyvek was returned for analysis. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was air leakage. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.